Manufacturer narrative:
This report is being submitted to report additional information. The reported event is non-verifiable with the information provided and evaluation of returned product. Also, as the inner vial was not returned, the circumstances of device delivery could not be recreated. Based on the evaluation, the reported malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. For instance, upon review of the DHR, packaging has been attached to further verify the conformance of the packaging for the reported device. Qc inspection of the lot notes that all reviewed packaging shows no signs of damage. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Initial reporter email address unknown / not provided.

Event description:
Doctor reported that during a procedure, the packaging of the implant was not sealed properly. Packaging issue. Another implant was used to finished the procedure